Event description:
It was reported that prior to an unknown procedure, after opening the package, it was found two staples fell off before using on the patient. Changed another one to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4) - staples. The analysis results found that the cdh25a device was received in good visual condition. The breakaway washer was present and uncut. The device was received with the staple retainer present, further analysis showed that two staples were missing from the device. The retainer was received with staple marks, it is possible that the device firing trigger was activate with the retainer on causing the staples to get stuck to the retainer and fall off the device when the retainer was removed. The device was reloaded with two staples on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. No incident related to the reported event was observed during the batch record review.